Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient was in for a limited exam due to them complaining of left tmj pain radiating to left temple area and ear. Mild palpation tenderness noted left tmj. Left tmj posterior palpation tenderness. Clinical exam reveals no extra oral edema. Advised patient to discontinue aligner therapy and if symptoms persist for them to return for further evaluation.